Event description:
Anesthesia using a perifix® fx springwound epidural anesthesia catheter to apply a blood patch status post lumbar puncture, several days prior, and complains of headache by patient on presentation. Catheter broke off in patient. Neurosurgery consulted, scans completed, patient opted to leave item versus surgical removal. Informed of s+s for return and follow-up with primary care provider.